Event description:
It is reported that the device was implanted in 1998. The pt described severe hip pain for one week leading up to a consultation in 2006. The pt claims he was lifting up the lawn mower when the stem of the device broke. The device was explanted 7 days later.

Manufacturer narrative:
Probable cause is unk. H6: evaluation codes: device or x-rays were not returned for evaluation. Manufacturing records are intact, conforming and indicate manufacture to specification.